Event description:
This was a diagnostic case. Calcification and scarring were noted. The physician encountered some difficulty during device insertion and rotated the device so that it was facing down. The device fractured outside of the pt at the heel axle holes. The case was converted to standard access. There was no clinical outcome and the pt was discharged the same day.

Manufacturer narrative:
Multiple attempts to obtain additional complaint details such as pt information were made without success. The device was returned and failure analysis performed. Examination of the returned device found that the device body fractured at the axle holes, the needle opening was damaged and the latchwire kinked. These issues likely occurred during device insertion when the physician encountered difficulty maneuvering the device into the vessel. An image received also confirmed the description of event. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. Based on the review completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available information, is excessive force applied by the user resulting in the device fracture.